Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The suspected peritonitis was manifested by vomiting, dehydration, ¿had no appetite¿, and ¿could not keep anything down¿ which resulted in the patient losing consciousness, or becoming unresponsive. The cause of the suspected peritonitis was unknown. It was reported that the patient was hospitalized the same day as onset of the symptoms. On an unknown date during hospitalization, the patient was treated prophylactically with intraperitoneal fortaz for seven days (dose and frequency not reported). The patient was discharged five days after admission. At the time of this report the patient was recovering from this event. Peritoneal dialysis therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. Upon further investigation, the nurse and the patient could neither confirm nor deny a peritonitis event. While there was no definitive peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.